Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this right ventricular (rv) lead underwent an implant procedure for complete heart block. The following day this patient experienced syncope while sitting up and passed out. Rv loss of capture and pacing inhibition was observed. This patient was pacemaker dependent at that time. This patient underwent a rv lead revision procedure in which a micro dislodgement was observed. This rv lead was explanted, and a new rv lead was implanted which remains in service. No additional adverse patient effects were reported.